Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's granddaughter reported that the patient had a skin irritation under the rear therapy electrodes. The patient's doctor gave her a cream and instructed her to leave the lifevest off for an extra 15 minutes to apply the cream. During a follow up the patient's son reported that the irritation was a little better though it was still itchy. No allegation of a device malfunction contributing to the rash.